Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed - unexpected restart. The customer¿s blood glucose level was 399 mg/dl at the time of the incident. The customer reported that his battery was depleted and had to change it when the alarm occurred. The customer was advised to monitor the pump and to call back if the issue recurs. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.